Event description:
Rptr's husband had a stroke last yr and was using a second hand scooter to get around. On 03/29/1998, pt's wife heard a "thump" and went outside to check on her husband. Rptr found her husband about 20 ft from the garage door lying on the ground with blood coming out of his nose. The scooter was also found turned over on its side. The pt was taken to the hosp, where x-ray showed a crushed skull. Pt was pronounced brain dead and expired on 03/31/1998. Rptr claims, that the co that sold them the scooter told them it was safe to use on level ground. Pt was riding scooter on level ground at the time of incident.